Event description:
It was reported that an ilet pump displayed a motor stall restart alarm and insulin delivery stopped intermittently, with the device subsequently restarted and supplies changed except the infusion set; insulin delivery then resumed and blood glucose decreased over time, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia with malaise and shortness of breath, with capillary glucose reported above 500 mg/dl before trending down. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified, in the context of a motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.